Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed issues occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous unspecified vessel. The physician used the 1.25mm rotalink plus successfully for the first ablation, however on the second ablation the speed became unstable, although it remained below 160,000 rpms. The device was removed, and the procedure was completed with another of the same devices. No patient complications were reported and patient status was good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)